Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of over 600 mg/dl at the time of incident. The customer's current blood glucose is 206 mg/dl. The customer was treated with intravenous in the hospital. Based on customer report customer did not allege the insulin pump was under delivering. The customer stated that the drive support cap appears to be normal. The customer was wearing the insulin pump during the hospitalization. The customer also reported that the insulin pump passed high pressure test. Customer was reported that they were unable to complete carelink upload. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08745 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using carelink. Device had cracked battery tube threads and cracked reservoir tube lip.